Manufacturer narrative:
Customer also reported that the platform automatically turned on when he inserted the battery into the platform. He stated that both autopulse nimh batteries (sn: (B)(4) and sn: (B)(4)) were fully charged. The autopulse platform in complaint was returned to zoll on (B)(6) 2014 for investigation. Visual inspection of the returned platform found no damages to the platform. A review of the archive was performed and the reported complaint of the platform displaying a "low battery" message was confirmed. The archive data showed that numerous user advisory (ua) 13 faults (battery fault detected) and ua 44 (battery voltage too low during compression) occurred on the reported event date of (B)(6) 2014 with nimh batteries with s/n (B)(4) and s/n (B)(4). No batteries were returned for evaluation. Per the battery hangtag - advisory codes description and action (pn 12741-001), user advisory 44 is an indication that the battery is uncharged or faulty. Functional testing was performed and the reported complaint of the platform displaying "low battery" messages after performing compressions was confirmed. It was observed that the platform powered off after it performed a few compressions using a fully charged battery. The reported issue of the platform automatically turning on when the battery was inserted into the platform was confirmed. During functional testing, it was observed that the platform powered on by itself when a test battery was inserted into the platform. Investigation found that the power distribution board (pdb) was at fault. It was also observed that the lcd display was flickering during service of the platform. In assessing for battery management issues, it was observed that nimh batteries s/n (B)(4) was not properly maintained (i.e. Were not test cycled on a monthly basis) based on the archive review. The autopulse system labeling requires the user to "test cycle" each battery monthly. The number of test cycles obtained for this battery was 16 cycles. If proper battery management had been followed, the expected number of test cycles would be 23 cycles. Product labeling instructs the useful life of each battery is between 2-4 years. Battery life is influenced by the frequency of use, and routine maintenance. Battery serial number (B)(4) was manufactured in march 2012. Given the complaint was reported in (B)(6) 2014, the battery was 2 years old at the time of the complaint. Therefore, battery serial number (B)(4) may have aged past the end of its useful life. It was also noticed that battery serial number (B)(4) was properly maintained. Furthermore, the customer's reported issue with battery serial number (B)(4) and (B)(4) may have been due to old age, faulty battery, and/or improper battery maintenance (i.e. Was not test cycled on a monthly basis). Based on the initial investigation, the parts identified for replacement are the power distribution board and the lcd display. In summary, the reported complaint of the platform performing a few compressions and then displaying "low battery" messages was confirmed based on the archive review. The reported complaint of the platform automatically turning on when the battery was inserted into the platform was also confirmed. These issues were found to be due to a defective power distribution board. The flickering lcd display observed during service is not related to the reported complaint.

Event description:
It was reported that the autopulse platform was used on a (B)(6) female patient being treated for a respiratory problem. During patient transport, the platform displayed a "low battery" message after 6 compressions. The medic replaced the initial autopulse nimh battery with a new nimh battery. After 9 compressions, the platform displayed another "low battery" message. Medic reverted to manual CPR. No adverse patient sequelae was reported. No further information was provided.